Event description:
It was reported that the reservoir leaked. Customer smelled insulin all day. Customer stated that she has the affected lot. The blood glucose reading is 209 mg/dl. Customer unable to provide the location of the insulin leak. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.